Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation on april 8, 2024 that an overstitch sx endoscopic suture system device defect during assembly. On (B)(6) 2024, the physician report that the anterior band on the overstitch was broken. The patient was under general anesthesia and the procedure was cancelled/rescheduled. There were no patient complications reported as a result of this event.